Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic related event. It was reported that the customer was trying to restart their pump. It was reported that the customer was having trouble with the sensor. It was reported that the customer would call back to document hospitalization and troubleshoot. No further information provided.